Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned as of 20 february 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9161986. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200829078, 200828969] noted that did not pertain to the complaint. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle stopper separated from the plunger rod. This was discovered during use. The following information was provided by the initial reporter: material no. 328438; batch no. 9161986. It was reported that stopper was separated from plunger rods. Verbatim: consumer reported rubber stopper separated from plunger rod before injection, stated that she examined 8 packages of 10 syringes from the same box and found that they all had the same issue, consumer did not use the syringes. Samples will be submitted for evaluation.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle stopper separated from the plunger rod. This was discovered during use. The following information was provided by the initial reporter: material no. 328438, batch no. 9161986. It was reported that stopper was separated from plunger rods. Verbatim: consumer reported rubber stopper separated from plunger rod before injection, stated that she examined 8 packages of 10 syringes from the same box and found that they all had the same issue, consumer did not use the syringes. Samples will be submitted for evaluation.

Manufacturer narrative:
H.6. Investigation: customer returned (B)(4) loose 3/10c, 8mm syringes. Customer states that the stopper was separated from the plunger rods. All returned syringes were examined and 13 out of 27 samples exhibited a deformed stopper in the barrel. A review of the device history record was completed for batch# 9161986. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200829078, 200828969] noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: air in the silicone lines. Correction: gun #4 on jz metro was purged to remove the air from the line per l2l dispatch #69785.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle stopper separated from the plunger rod. This was discovered during use. The following information was provided by the initial reporter: material no. 328438 batch no. 9161986. It was reported that stopper was separated from plunger rods. Verbatim: consumer reported rubber stopper separated from plunger rod before injection, stated that she examined 8 packages of 10 syringes from the same box and found that they all had the same issue, consumer did not use the syringes. Samples will be submitted for evaluation.